Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implant was found to be unsterile due to damage. Surgery time and patient not impacted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary device associated with this report was not received for examination. All photographs were reviewed, complaint is confirmed. The package is damaged, a puncture appears to cut through both tyvek lids compromising the sterility of the inner packaging. The puncture has an elongated form and rough edges consistent with a sharp instrument such as a chisel or knife stabbed through the package. Without additional photo evidence, it is not clear if the damage occurred before or after the inner blister packaging was removed from the outer cardboard carton. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
No adverse effects, for patient reported.